Event description:
The following was reported by the patient's attorney: (B)(6) 2008 - patient underwent hernia repair surgery with bard composix kugel mesh. On (B)(6) 2011 - patient presented to the emergency room with abdominal pain and distention. The patient was found to have a small bowel obstruction which was treated non-invasively. The attorney's report alleges permanent injury, abdominal pain, obstruction, defective mesh.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The information provided by the patient's attorney indicates that three years post implant the patient developed a small bowel obstruction which was treated non-invasively. The patient's attorney did not allege a specific device failure and medical records have not been provided. We have contacted the initial reporter to request additional information. A manufacturing review was performed and no anomalies were found during the manufacturing process. This MDR includes all patient, event and device information davol has received to date. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.